Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 282 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2017 it was reported that the pump pocket was being revised as with the current positioning of the pump it wanted to protrude a bit to where it was uncomfortable for the patient so they moved the pocket over in the right abdomen towards the navel. A critical alarm occurred due to a critical memory error when attempting to update the pump. The patient had no symptoms related to the pump memory error. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the actions and interventions taken to resolve the pump memory error was they interrogated the pump again and the pump accepted the updates and priming bolus without error. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient weight at the time of the event was (B)(6) pounds.